Event description:
Pt was hospitalized for anginal complaints 5 months post implantation of two bx velocity stents. Angiography revealed re-stenosis of the previously treated lad; revascularization was performed without further complication. The pt was discharged and the event resolved without sequelae. The investigator indicated that the relationship of the event was device and procedure related.